Manufacturer narrative:
The analysis was performed on a single server pdm 230v instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed as intended. A review of the provided data confirmed that the internal control (ic) showed sigmoidal growth with no abnormalities for both samples. The observed result discrepancy is consistent with the information provided in the assay's instructions for use (IFU), which states that differences in results may occur between assays due to variations in their limits of detection (lod) and intended use. No harm was reported, and the blood was not released. A definitive root cause for the reported event was not identified, but the product was confirmed to be operating within specifications.

Event description:
The initial reporter alleged discrepant hbv results for two seropositive samples tested with the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the single server pdm 230v instrument. Both samples initially generated non-reactive results in a primary pool of 6 (pp6) using the cobas taqscreen mpx test v2.0 us-ivd. The samples were subsequently retested in a primary pool of 8 (pp8) on a pre-nat+abi7500 system, where the results were hbv reactive with a reported cycle threshold (CT) value of 38.12. No harm was alleged, and the blood was not released.